Manufacturer narrative:
(B)(4). Diabetes mellitus a known cause of hypoglycemia and dizziness.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient reported that he walked into his house and felt a little light headed and somewhat dizzy. He stated that he could kind of tell his blood sugar was low, so he checked his cgm, which displayed a value of 95mg/dl and then his blood glucose meter, which displayed a value of 62mg/dl. The patient's fiance then gave the patient some grapes to eat in order to bring his up his bg level. After 45 minutes, he began to feel better and his bg level was up to 123mg/dl. He reported that he did not use his cgm for the rest of the day and went off of his glucose meter. It was reported that the cgm went up a few points on its own, but the patient did not calibrate it. At the time of contact, patient was doing well. No additional event information was reported.calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again.diabetes mellitus is a known contributor of dizziness and symptoms of hypoglycemia.